Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. From the available information, a conclusive cause for the clinical observation cannot be determined. Inaccurate delivery/positioning difficulties are often influenced by patient anatomy and/or user technique.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Attempts to obtain additional information on this event have been unsuccessful. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was placed higher than the targeted position. The valve remained implanted, and a second valve was successfully implanted. No adverse patient effects were reported.